Event description:
It has been reported to philips that the system failed to boot up. No harm to the patient has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and determined that, the flexvision pc failed to boot up. As part of troubleshooting, fse replaced flexvision pc and further installed software, configured video input settings. After the replacement and installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.